Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06087 addresses the other device. It was reported to boston scientific corporation that two hydra jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2009, female pt (B)(6). According to the complainant, during the procedure, the v notch on the olympus ercp scope at the base of the elevator, stripped the coating off the jagwires. No fragment of the coating came off in the patient. The procedure was completed with a third hydra jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) peeling. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).